Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection, it was reported scrotal swelling after the patient fell onto side of bathtub. After a few months, he developed an abscess, so physician saw fit to remove the existing device and wait a few weeks to replace with new system. There is no additional information reported.